Event description:
Received via maude event report stating, event description: volun 01-oct-2012: he had a coronary stent inserted on (B)(6) and within 4 days began to have hives. He was on plavix first, then effient, now on brillinta with no change in the hives. He had hives once when he was a child. The hives began 2-3 days after the procedure. He was started on plavix at the same time, as well as metoprolol, simvastatin and aspirin. He stopped the plavix on (B)(6), and started effient on the (B)(6). Began brillinta on the (B)(6). He stopped the simvastatin, metoprolol and aspirin on (B)(6). No change in the hives from changes in medication as far as he could tell, except when he was started on prednisone from the ER [emergency room]. He is on medrol dose pack, taking 2 pills today, and woke up with swollen eyelid this morning. He has taken aspirin all his life. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypersensitivity, allergic reaction is a known observed and potential adverse patient event as listed in the xience v everloimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.